Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. The pump is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The customer reported a patient had been receiving d5 normal saline with 20 meq of potassium chloride at a rate of 28 ml/hr. For approximately 36 hours, reduced to 10 ml/hr. At 0500 on the day of the event. During shift change and assessment of the patient at approximately 0645, the infiltration to the dorsum of the left hand was observed and the infusion was discontinued. It was noted that no alarm had occurred. The patient had skin loss to the back of the left hand, fifth digit and left wrist requiring multiple debridements and is scheduled to have a full thickness skin graft. The customer is not alleging a malfunction of the devices.